Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the emergency lamp indicator and main lamp of the xenon light source lit up at the same time. The backup lamp would light up, even though the main lamp had plenty of life, and then turn off. The issue occurred during an unspecified procedure. There were no reports of patient harm.